Event description:
A female pt enrolled in study "phase IV op-1 implant long bone registry" presented at the clinic in 2008 with pain similar to that experienced prior to her initial surgery. The pt rec'd op-1 implant in her left ulna on three months later, and the event occurred approx 9 mos after receiving op-1. The pt reported that in 2007, she was shopping and lifting her wheelchair in and out of the car. The next morning, she awoke with pain in her left arm, and when she presented at clinic on original date, a left forearm radiograph revealed a plate and screw fracture of the initial surgery site. Radiolucent line persisted at the fracture site, and there was evidence of heterotropic new bone formation suggestive of poor union. Degenerative changes and deformation of the radial head were noted. The treating physician plans re-operation with repeat internal fixation and bonegraft. Add'l info has been requested. Add'l info was rec'd the following month. The treating physician does not believe that the serious adverse event was related to the op-1 implant. The physician stated that the breakage was due to the non union. The pt underwent an operation to repair the plate and screw fracture on three days after the original date and has been pain free since that time. Radiographs show excellent alignment and stable fixation. The heterotropic bone formation cited in the initial report was not pathological, but was instead evidence of bone healing. Add'l info is not anticipated.